Manufacturer narrative:
H.3. H.6. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional on behalf of the consumer, the consumer developed ulcers in both eyes after using contact lenses. The consumer was a first time user of contact lenses. No details regarding medical treatment or intervention were provided. The status of the consumer¿s eyes was symptoms improving at the time of this report. No additional information has been available at this time of report.